Event description:
A caregiver (cg) contacted global technical services regarding a check patient line alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) instructed the cg with troubleshooting. The cg stated that there were a few gaps of air in the patient line. The tsr advised the cg to end therapy and start over with new supplies. On (B)(6) 2010 product surveillance spoke with the cg who stated she ended up continuing the patient therapy using the same supplies. The cg stated that all 5 clamps were open which caused the alarm. The cg stated she closed off the 2 unused line clamps and the alarm cleared. Product surveillance advised the cg to inform the peritoneal dialysis nurse about the possibility of air getting into the home patient. The cg stated therapy has been going well since incident. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. The lot information was unknown; therefore, a batch review was not performed. A use error was identified during troubleshooting. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Therapy was completed with the actual product sample; there was no allegation reported against the baxter product by the customer . A follow-up report will be submitted upon the completion of baxter's quality review.